Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified total delamination of the valve and creases. A leak test was performed which identified delamination and an opening. A microscopic analysis was performed which identified total delamination of the valve and one curved striated opening. Based on the device analysis the final assessment was total delamination of the valve due to adhesive failure and one curved striated opening assessed as surgical damage.

Event description:
Device has been explanted.